Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. There was no bg impact since cts found there bg didn¿t exceed 500.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.